Event description:
Heartmate 3 left ventricular assist device (lvad) presents with corynebacterium driveline infection requiring surgical incision and drainage (I&d), IV antibiotics, and vacuum dressing. Higher listing for heart transplant was warranted for this complex infection. Patient was the successful recipient of heart transplant 3 days following I & d.